Event description:
In 2007, it was reported to boston scientific sales representative that "while the surgeon was making a map of the atrium, he perforated the wall of the heart and had to perform a pericardiocentesis. The case was aborted. Patient was stable as they removed him from surgery."

Manufacturer narrative:
Device was not returned for evaluation. Additional follow up information was received on june 28, 2007 by bsc sales representative. "During the procedure, there was some pericardial fluid noted using the ice catheter. A stat electrogram was ordered to confirm a pericardial effusion and anesthesia to intubate the patient. After gaining access to the pericardium, an initial 600cc of fluid was removed before the patient was stabilize and transferred to the ICU. The patient received follow up echocardiograms to demonstrate the absence of pericardial effusion and has recovered completely."